Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed, and the oscillating mode was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was observed that the trigger on the small battery drive device was blocked and jammed and the oscillating mode was defective. The event was not related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.